Manufacturer narrative:
(B)(4). The patient reported they experienced peritonitis ¿a week prior to being hospitalized¿. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as not being careful, got lazy. The peritonitis was manifested by stomach pain. On an unreported date, the patient was hospitalized for the event. The patient was treated with an unspecified antibiotic ¿in bag¿ (frequency, dose, duration and name of medication not reported). The patient was discharged from the hospital two days prior to receipt of this report. At the time of this report the patient was recovering from this peritonitis event. Pd therapy was ongoing. On an unreported date, the patient was retrained on the proper aseptic technique. No additional information is available.